Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the cause of the lead migration and open circuit was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the cause of the lead migration was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the impedance measurements were greater than 10,000 ohms with electrodes 0-7.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the ins was in place.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider from a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced unsatisfactory analgesia and that there was lead migration/dislodgement. Imaging was performed. The ins extended from t7 to t9. One lead was found with all open circuits on (B)(6) 2016. The event resulted in an unscheduled clinic or office visit. The device was reprogrammed on (B)(6) 2017. The etiology indicated the relationship of the event to the device or therapy was related, and possibly related to the implant procedure. Then on (B)(6) 2017, the ins and leads were explanted and replaced. The outcome of the event was resolved without sequelae on (B)(6) 2017. No further complications were reported or anticipated.